Event description:
On the (B)(6) 2024 the patient underwent hip surgery. On the (B)(6) 2024 the surgeon revised the head due to dislocation of the head from the liner. On, (B)(6) 2025 the patient came in reporting instability and dislocation. The surgeon revised cup, head and liner. Surgery was completed successfully using a double mobility option.

Manufacturer narrative:
Batch review performed on 31-march-2025: lot 2416427: (B)(4) items manufactured and released on 21-06-2024. Expiration date: 2029-06-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional devices involved: mpact 01.32.3241hct flat pe hc liner ø32/d (k103721) lot 2342333: (B)(4) items manufactured and released on 06-12-2023. Expiration date: 2028-11-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Mpact 3d metal 01.38.050dh mpact 3d metal shell two hole ø50mm (k171966) lot 2401174: (B)(4) items manufactured and released on 13-02-2024. Expiration date: 2029-01-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.